Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urethral atrophy under the cuff and recuring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.